Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of "door not fully latched" was verified. The device was found out of specification in relation to the reported condition which was reproduced while attempting to close the door on a loaded set. The door hooks will be adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a door that would not fully latch. There was no known patient injury or medical intervention associated with this event. No additional information is available.